Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat ischemic ventricular tachycardia using a farawave catheter the patient experienced cardiac tamponade and perforation of the rv. Use of the catheter to treat ischemic ventricular tachycardia constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). A pericardiocentesis was performed followed by ohs. The patient is expected to fully recover. It is unknown if the device will be returned for analysis.